Event description:
Reporter indicated a pt had high lead impedance. No trauma or device manipulation was admitted. The vns was disabled. MFR review of x-rays did not identify any lead discontinuities. A surgery consult is scheduled for 2008.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.